Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material inside the pebax, as well as bent and lifted electrode with sharp edges. The lifted electrode observed caused the reddish material to enter the pebax. A temperature and impedance test was performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax and damaged electrode observed could be related to the high temperature reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax and electrode damage could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the electrode damage. Investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the biosense webster inc. Analysis finding of the reddish material inside the pebax, as well as a bent and lifted electrode with sharp edges. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro. After approximately an hour and a half after catheter use, although irrigation was active, an ¿announcement¿ was made indicating a high temperature gradient, and ablation could not be performed. It was confirmed that irrigation was active and they checked no blood clots adhered to the catheter. They replaced the cable and the catheter, which improved the situation. The procedure was completed without patient's consequence. This event was originally assessed as not MDR reportable. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, temperature and impedance test of the returned device were performed. Visual inspection revealed reddish material inside the pebax, as well as bent and lifted electrode with sharp edges. This finding is MDR reportable.